Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone 6 mg/ml, clonidine 249.8 mcg/ml, bupivacaine 7.2 mg/ml, and ketamine 224.8 mcg/ml at unknown doses via an implanted pump for non-malignant pain and cervical/neck. The patient reported he quit using the personal therapy manager (ptm) for five months until he got his catheter fixed. The patient mentioned having a catheter surgery and the surgery was because the catheter ¿came loose.¿ no symptoms were reported. The event date was (B)(6) 2017. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicated that the catheter was out of position. The patient experienced a loss of efficacy for their pain. It was reported that the catheter issue was resolved and the catheter was working. No further information was reported in regards to this event.